Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure of the front response button was a damaged conductor. The cause for the failure of the rear response button was a missing response buttons switch dome. The root cause for the damaged conductor and missing switch dome could not be positively identified. No adverse event resulted from the damaged response buttons.

Event description:
A us distributor reported that a monitor had non-functional response buttons.